Event description:
Hello I checked in to (B)(6) to do a donation collection; I went in on (B)(6) 2025 ( I was informed on my previous collection (B)(6) 2025 they had received newer, easier, faster, safer machines) on (B)(6) 2025 my phlebotomist is usually (B)(6) (unknown last name) she stuck my arm the process to my collection began, typically coming in and donating I usually collect 880 this time I noticed my numbers where going way above that I was informed it's normal and I should be okay, I did feel a little uneasy when leaving as they collected 1,090ml but didn't think much of it until I went on about my way and was doing light activity work I got super light headed , nausea and went unconscious without realizing, I later woke up being transferred by ems to my nearby hospital they couldn't rule anything out other than too much plasma being collected earlier that day. (B)(6) 2025 I returned to donate again, not thinking anything would harm me as I had ate properly consumed enough water I am now seated to start my donation (B)(6) stuck my arm again and I proceed with my donation; I get thru most of my collection with this time I'm nearing the end of my donation (thankfully (B)(6) staff was nearby assisting others) they noticed my face turn pale, I started profusely sweating, I started seeing flutters in my eyes and I let the staff know I felt like I was going to pass out I asked for my donation to be stopped they stopped it at 1,035 they elevated my feet put multiple ice packs thru out my body to bring my body temperature down I drank a gatorade and 3 bottles of water, and had me wait a couple minutes post to ensure I did not pass out again since then I have not returned and will not return I have asked the company for references that the amount collected was safe but I did not receive anything in writing showing it was FDA safe I used to collect 880ml and would feel normal after; however the equipment they changed to and now use more "high end tech machines, the safer, easier more faster way" unfortunately has been causing me greater health risks that I previously was not subjected too. Please look into this. Patient code: 1849, 1970, 2418. Device code: 4001. Reference report mw5175712.